Event description:
It was reported that the patient had experienced an increase in seizures since being implanted with the vns which was described as the patient having "more and more seizures". No additional or relevant information has been received to date.